Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced unspecified pump issues; therefore, the patient is scheduled for a revision procedure. No patient complications were reported.